Manufacturer narrative:
Investigation - evaluation. A review of the instructions for use(IFU), specifications, and quality control data was conducted during the investigation. The complaint device was not returned; therefore, no physical examination could be performed. There is no lot number to identify which chest drain was actually used, a thal-quik or wayne pneumothorax set. The IFU for both types of devices state that the wire guide must be removed once the catheter is inserted and in place. In addition, as the device lot number is unknown, a review of the device history record, nonconformance history, and related product complaints query could not be conducted. Per the event information, the root cause of this event was determined to be failure to follow instructions, as the clinician did not remove the wire guide at the time of the initial procedure. There is no evidence to suggest the device was nonconforming. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The international customer reported that a cook manufactured wire guide (specific product identification number not provided) was not removed from the patient following a seldinger chest drain procedure. The customer reported that the device was likely either a thal-quick chest drain set, or a wayne pneumothorax set. The device was initially inserted by the clinician as intended, but the clinician had reportedly not done a seldinger chest drain insertion for some time; the reporter refrained from speculating as to the reason the device was left behind in the patient, but suggested that retraining of the clinician may be required. It is unknown how or if the wire guide was retrieved, as the reporter was not aware of any additional procedures. No failure of the device itself was reported. The device is reportedly unavailable for return.